Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones due to exhibiting a battery depletion (bd) code. Review of s-ICD data indicated the bd code was caused by prolonged magnet application. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.